Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient underwent primary surgery. Presented to original surgeon complaining of pain and shoulder was also unstable. Decision to revise components. Revision surgery scheduled for revising polyethelene component removed only. Replaced with new components. Queried for infection.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided picture of the insert taken just after the device explantation, no additional information could be observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
Patient underwent primary surgery . Presented to original surgeon complaining of pain and shoulder was also unstable. Decision to revise components. Revision surgery scheduled for revising polyethelene component removed only. Replaced with new components. Queried for infection .